Event description:
The operator inadvertently left the waste line connected to the saline bag at the start of a routine hemodialysis treatment causing the saline bag to fill and burst. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. Hb on (B)(6) 2012 was 9.9 g/dl and decreased to 8.8 g/dl on (B)(6) 2012. Standard epogen dosing was increased from 4,000 units weekly to 6,000 units weekly. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported event is attributed to the operator not following instructions per the user guide. The user guide includes adequate instructions for making cartridge connections. Facility staff have provided additional education to the pt and operator. Nxstage medical considers this report closed. No additional info will be reported.